Event description:
The following was reported: "after insertion of the cystoscope into the bladder, the distal part detached and remained inside the bladder. Despite attempts to retrieve it using a foreign body forceps and a lithotripsy forceps, it was necessary to perform a cystotomy (bladder incision) to recover the detached component. The procedure was stopped because of the patient's hemodynamic instability. After placement of a femoral catheter, a laparoscopy was performed for abdominal exploration. More than 6 liters of hysteroscopic fluid were aspirated, followed by clotting blood. A 5 cm laceration was found on the posterior aspect of the lower uterus, which was the source of the bleeding.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).